Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
The anesthesia workstation malfunctioned and triggered an alarm, subsequently ceasing operation. No patient was injured.

Manufacturer narrative:
It is reported that a malfunction alarm occurred in the in-use equipment, causing it to stop operating. No patients were injured. The user facility did not involve the local dräger s&s organization in any follow-up measures. The ufr was the only source of information; the person named in the ufr was contacted by dräger but was unable to provide additional details. Based on the limited information available, the equipment has been in use for 4 years. The operation stopped phenomenon may be caused by the following reasons such like motherboard pcb, power supply, battery discharged, motor, piping, negative pressure pump, one-way check valve and so on. Due to the fact that the faulty components were not returned, the manufacturer was unable to draw any further conclusions. In case of an auto ventilation failure or automatic vent mode stopped (ventilator failure). Monitoring functions remain unaffected; thus, the user is continuously informed about ventilation performance and patient gas measurement.in case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. Manual ventilation remains possible. All alarms, possible causes and remedies as well are described in the instructions for use.it is recommended that customer contact professionally trained draeger service engineer to refer to the relevant specifications in the IFU to inspect the device and perform preventive maintenance.

Event description:
The anesthesia workstation malfunctioned and triggered an alarm, subsequently ceasing operation. No patient was injured.